Manufacturer narrative:
Health impact and evaluation codes: updated one device was received for evaluation with the gauge out of spec, and outer housing was cracked near battery compartment. A demand function test was performed and verified a broken gauge. The root cause was a damaged manometer. Once the manometer was replaced the device passed the functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the gauge of the device is not working and not detecting breaths all the times. No patient injury was reported.

Manufacturer narrative:
B5: additional information h6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email on (B)(6) 2023. The event occurred during testing on (B)(6) 2022. No patient harm/injury